Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with the bore being defective when put on the syringe, occurred 12 times.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with the bore being defective when put on the syringe, occurred 12 times.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.